Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt presented with increased ldh levels to 1400s. No change in pump parameters or heart failure symptoms were noted. An echocardiogram (echo) and right heart catheterization were within normal limits. The pt's international normalized ratio (inr) was 2.1. The ldh level reportedly went down 25 points after 12 hours of heparin infusion and the hospital's plan was to discharge the pt after 48 hours of heparin infusion.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.